Event description:
It was reported that one day post a promus stent implant in an unspecified vessel, the patient developed an allergic reaction. Reportedly, the primary care physician is attempting to eliminate a promus stent as a cause of a possible hypersensitivity reaction that started the day after stent implantation on (B)(6) 2010. The patient presented with edema, swollen throat and a rash, which is continuing, but has been well controlled with high dose benadryl and prednisone. The patient was started on effient post implant, but a switch to plavix did not eliminate the symptoms. The cardiologist has eliminated the stent as the cause of the reaction, but the primary care physician is attributing the reaction to the stent. No additional information has been provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device remains in the patient. The lot number was not provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Hypersensitivity (allergic reaction), is a known adverse event listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
The customer's doctor called to report recurring problems with low blood glucose levels. The customer had been treated four times at home by the paramedics, and hospitalized twice. The first hospitalization was on (B)(6), 2010, with a blood glucose reading of 25 mg/dl. The customer experienced seizures during her sleep, and was unresponsive. The second hospitalization was on (B)(6), 2010, with a blood glucose reading of 101 mg/dl. Prior to the event, the customer felt that her blood glucose levels were dropping, and she ripped the insulin pump off her body. The customer fell and hurt her eye, and was treated for her injuries. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time. Assisted the doctor with adjusting the basal rates. Nothing further was reported.